Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window corners, a cracked reservoir tube window, cracked battery tube threads, minor scratches on the lcd window, a partially broken reservoir tube lip, cracked battery tube threads, a stained end cap sticker, and a broken battery cap.

Event description:
The customer reported via phone call that they received a button error alarm after changing their infusion set. The customer's blood glucose was 211 mg/dl. The customer also reported the buttons became unresponsive after the button error alarm occurred. It was also found the battery compartment's casing was chipping on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.